Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changes the battery and the battery goes from full to low and then the insulin pump alarms failed battery test. Issue has occurred multiple times since (B)(6) 2015. The customer stated the contacts on the battery cap are not missing or damaged and the battery compartment is not corroded. Customer was unable to clean the battery cap and try a new battery. He was advised the battery cap would be replace and to monitor the insulin pump until receiving the replacement.